Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "infused too quickly" was not confirmed. Flow accuracy verification performed and it passed. Rate: 125ml/hr, volume to be infused: 125ml/hr, results: 126.642, error percentage: 1.3136. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused ketamine during delivery in the procedure center. The device was set to infuse 100ml over 30 minutes but it infused in 20 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.